Event description:
The patient had an infection. The "patient's symptom does not change and now under treatment by antimicrobial agent." If the infection does not subsided; the pump will be explanted. The device system was used to deliver gabalon. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that there was "infection of wound site". Also, "upon examining the implanted pump parts, purulent matter was found around the parts and infection had occurred at the site". The patient showed no symptoms, and was presently undergoing antibacterial treatment in hospital. It was also added that if the infection at the site continued in this manner, it may be necessary to "lose weight and remove the pump". The cause was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the patient sustained a hemorrhage in her back after taking a bath and consequently visited the hospital's emergency department. Alongside the bleeding, a purulent substance oozed from the surgical wound and was diagnosed as an infection. Antibiotics were administered as a result, and the pump and catheter were removed. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
It was further reported that the patient had been given a 2g rocephin intravenous (IV) drip from (B)(6) 2011. The causality of the infection was noted to have been related to the pump and catheter, but not related to the investigational drug. The device system had delivered gabalon. The patient recovered as of (B)(6) 2011.